Event description:
It was reported that a malfunction occurred on a pump. The customer¿s blood glucose level rose to 538 mg/dl due to the issue. The customer did not take any actions to lower the blood glucose level as the malfunction had just happened. Technical support provided pump reset information, assisted with resetting the pump, and resolved the malfunction, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred.